Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg 26 mg/dl) and food was consumed to address bg. Customer did not know cause of low bg and declined tandem technical support's offer to review pump data. Recommendation was made for customer to discuss event with a healthcare provider.